Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system unexpectedly shut down and tripped the main breaker. The rse attempted a cold restart, but the issue persisted. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found normal incoming hospital power and determined that a non-functional ups remained partially connected to the system power path via the neutral connections, resulting in the reported power issue. To resolve the issue, the fse removed the ups neutral wires from the terminal block to isolate the faulty ups. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.